Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
Additional information received on 8/21/2014 pertaining to the 10 complaints with respect to the pending questions on MRI settings and possible changes in the MRI procedures. The radiologist of the hospital confirmed that none of the patients had an MRI with more than 3 tesla. The 10 patients treated in 5 different MRI machines (3 internally, 2 externally).

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation and no lot number was provided. However the x-ray provided shows that the stator was dislodged from the base plate. If the sample is returned in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rotor dislocated from baseplate; programming of the valve not possible. Date of last MRI was (B)(6) 2014. Valve was exchanged with same like device. Device was discarded. Detection of defect by x-ray is (B)(6) 2014. 8/5/2014: additional information explained they have noticed, that most dislocations have been detected (by xray) right after an MRI study. We have x-rays of all valves that are claimed to have a broken rotor. Especially case (B)(4) is interesting. We have an x-ray image right before and after an MRI study. The one upfront shows the rotor in the correct place. The x-ray, that has been done right after the MRI study shows the rotor dislocated. Unfortunately, the quality is too bad to scan them. All x-rays will be sent to (B)(4) paper based. The official complaint forms have been updated accordingly. 8/8/2014: also reported was that MRI magnetic setting is 1.5t. No relevant change in mr-procedures in the last years. It was explained that (B)(4).